Manufacturer narrative:
Date sent to FDA: 5/24/2019. Additional patient codes: 1695,1970,1994,2240,2422,3189- surgical intervention. Additional narrative:it was reported that the patient underwent mesh removal on (B)(6) 2013 due to nausea, bowel obstruction, pain, adhesions and hernia recurrence.

Manufacturer narrative:
(B)(4) to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2010 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.